Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex esophageal stent was implanted to treat a leak in the esophagus during a stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. On (B)(6) 2021, during a scheduled stent removal procedure, an esophagogastroduodenoscopy (egd) procedure was performed. The stent was attempted to be removed using a raptor grasping forceps; however, the stent suture loop broke. The physician was able to remove the stent by using two raptor grasping forceps and collapsing the stent to remove it successfully. There were no patient complications reported as a result of this event. Note: it was reported that the wallflex esophageal stent was implanted to treat a leak in the esophagus. However, per wallflex esophageal fully covered stent system directions for use , the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The wallflex esophageal stent is not indicated to treat a leak.